Manufacturer narrative:
Patient weight reported as: (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the shaft screws in the patient's volar distal radius plate loosened/pulled out. The plate was replaced with a distal radius fixator due to infection. It was reported that three 2.7mm cortex screws pulled out of the plate. The surgery was successfully completed. This is report 2 of 4 for complaint (B)(4).